Event description:
The customer reported damage to the pump housing and usb port, affecting their ability to charge the pump, although the pump had not shut down due to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was advised to continue using the current pump until the replacement arrived.